Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer had filled the cartridge with 250 units of insulin. Customer successfully cleared the notification after adding additional insulin into the cartridge. Customer's blood glucose level was 132 mg/dl.